Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that approval for a revision surgery was requested for a patient who is implanted with an ambicor penile prosthesis because "the prosthesis doesn't inflate for complete" and "the system does not function properly, preventing erection". No patient complications were reported in relation with this event. Additional information received stated the explanted components were received at the distribution center. This report was originally submitted via asr: report ID: (B)(4). Quarter/year of initial asr submission: q3 2017. Asr exemption number: e1997037.

Event description:
It was reported that approval for a revision surgery was requested for a patient who is implanted with an ambicor penile prosthesis because "the prosthesis doesn't inflate for complete" and "the system does not function properly, preventing erection". No patient complications were reported in relation with this event. Additional information received stated the explanted components were received at the distribution center. This report was originally submitted via asr: report ID: (B)(4). Quarter/year of initial asr submission: q3 2017. Asr exemption number: e1997037.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ambicor cylinders were visually inspected. Both cylinders had broken fabric threads present along with a leak in the inner tube concluded to be due to wear at a fold. This identified damage resulted in the cylinders not functioning properly and therefore confirms the allegation of an inflation issue. Cylinder 2 also had a hole in the cylinder body; however, this was concluded to be attributed to sharp instrument damage consistent with explant and is therefore a secondary failure. The pump was inspected and no leaks nor abnormalities were identified. Product analysis confirmed the reported events based on the identified damage with the cylinders. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.